Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to try various troubleshooting steps, but the pump failed to respond, displaying a red led light and vibrating intermittently. As a result, the pump was replaced. The customer was advised on backup insulin therapy using multiple daily injections and instructed on preparing for the replacement pump, including software updates and storage procedures for the faulty device. The customer understood and acknowledged all instructions and was sent a replacement pump with provided return instructions.